Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the orifice of the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst at 5.5kpa/9mm and was leaking. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a0402 captures the reportable event of balloon burst.